Manufacturer narrative:
The device remained implanted.

Event description:
Following successful mechanical thrombectomy to treat the left m1 middle cerebral artery (mca) occlusion, a stent was placed from the proximal to distal m1 segment of the left mca to treat a vessel dissection. Immediately after the stent placement, imaging showed an acute in-stent thrombosis. The complication was treated with intra-arterial infusion of 7 mg of integrilin followed by balloon angioplasty. Complete patency of the stent was achieved with recanalization of the posterior division branches and some flow to the anterior division of the mca. The patient¿s condition improved and six days post procedure the patient was discharged to the rehabilitation center with dysarthria, aphasia, and slight decrease in sensation in the right arm.

Manufacturer narrative:
The device remained implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following successful mechanical thrombectomy to treat the left m1 middle cerebral artery (mca) occlusion, a stent was placed from the proximal to distal m1 segment of the left mca to treat a vessel dissection. Immediately after the stent placement, imaging showed an acute in-stent thrombosis. The complication was treated with intra-arterial infusion of 7 mg of integrilin followed by balloon angioplasty. Complete patency of the stent was achieved with recanalization of the posterior division branches and some flow to the anterior division of the mca. The patient¿s condition improved and six days post procedure the patient was discharged to the rehabilitation center with dysarthria, aphasia, and slight decrease in sensation in the right arm.